Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that insulin pump suspend on low. Customer stated that blood glucose was 114mg/dl and sensor glucose was 70mg/dl. Customer mentioned that difference of both values of sugars are not within the acceptable range. Customer blood glucose was 121mg/dl and sensor glucose was 76mg/dl. Product will not be return for analysis.